Manufacturer narrative:
Approximate age of device- 6 years and 1 month. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient was admitted to the hospital for gastrointestinal bleeding (gi). Upon admission the patient¿s hematocrit 20.9 % (hct). Additional information has been requested however have not been provided.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal bleeding (gi) could not be conclusively determined. Analysis of the submitted log files provided by the account confirmed low flow alarms; however, a specific cause for these events could not conclusively be established through this evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system and provides information regarding the recommended anticoagulation therapy and inr range. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b5: additional information. Medication mentioned was treatment for the infection mentioned in MFR# 2916596-2019-03417.

Event description:
Additional information: it was reported that on (B)(6) 2018, during the admission for gastrointestinal bleed (gib) patient's medication for infection was changed to intravenous (IV) levaquin and changed to be taken po or orally.